Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26019. The patient is implanted with a scs system which includes two leads (model 3156) from the same lot. The patient reports her stimulation was auto-reducing. Reprogramming was able to restore therapy, however the patient requested the program that was auto-reducing. Follow up information identified multiple invalid impedances on both leads, reprogramming was able to provide stimulation only to her legs and not back. The new programs did not provide effective stimulation and the patient will follow up with her physician to determine the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.